Manufacturer narrative:
Additional information has been provided in d.10., g.1., g.2., h.3., h.6. And h.10. The received sample was found in the opened original including cover foil. The sample was fixed with adhesive tape. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacturer acceptance criteria. The manufacturer performs a 100% final inspection for this product. The instrument was investigated. It was found that no relative movement was between the insert (should be fixed) and the cannula (moved with the insert). This finding led to the conclusion that the insert fixation in the instrument was broken. Therefore a destructive investigation was performed as well. The open instrument showed that the insert was broken right at the welding point insight the instrument. The welding process requires a mechanical test of the welding before the production process is started. A 100% functional test is performed during production, which ensures that the instrument fulfills the specification before it will be delivered. Why the insert broke off cannot be determined but the most possible root cause was identified as external force. No injuries have been reported related to this issue. A manufacturing or design related root cause for the damage of the complained device has not been identified. No further actions will be issued. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgical procedure the micro forceps would not open and close. The case was completed with out patient harm using an alternate forceps.